Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia') and genital haemorrhage ('bleeding which would worsen depending on her menstrual cycle') in a 40-year-old female patient who had essure (batch no. D46954) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal discomfort ("abdominal discomfort, excessive and prolonged"), abdominal distension ("excessive bloating despite dieting") and alopecia ("losing her hair"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dyspareunia, genital haemorrhage, abdominal discomfort, abdominal distension and alopecia outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, alopecia, dyspareunia and genital haemorrhage to be related to essure. The reporter commented: symptoms began to develop shortly after the essure implantation. Lot number: d46954 manufacturing date: 2015-01, expiration date: 2018-01 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia') and genital haemorrhage ('bleeding which would worsen depending on her menstrual cycle') in a 40-year-old female patient who had essure (batch no. D46954) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal discomfort ("abdominal discomfort, excessive and prolonged"), abdominal distension ("excessive bloating despite dieting") and alopecia ("losing her hair"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dyspareunia, genital haemorrhage, abdominal discomfort, abdominal distension and alopecia outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, alopecia, dyspareunia and genital haemorrhage to be related to essure. The reporter commented: symptoms began to develop shortly after the essure implantation. Most recent follow-up information incorporated above includes: on 10-jun-2020: batch number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("localised pain") in a 40 year-old female patient who had essure inserted (lot no. D46954) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abrasion, fibromyalgia, gravida ii and parity 2. (B)(6) 2016: contrast has been instilled into the endometrial cavity via a balloon tipped catheter inflated within it. There are unremarkable appearances to endometrial cavity. Sterilisation devices are seen satisfactorily positioned and there is no evidence of tubal filling on either side. Conclusion: successful bilateral tubal occlusion. Concurrent conditions were listed as arthralgia, hair loss, bloating, dyspareunia, depression and dysmenorrhea. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), dyspareunia ("dyspareunia"), hypersensitivity ("allergy symptoms/allergic or hypersensitivity reaction"), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("bleeding which would worsen depending on her menstrual cycle/abnormal bleeding"), abdominal discomfort ("abdominal discomfort, excessive and prolonged"), abdominal distension ("excessive bloating despite dieting"), alopecia ("losing her hair"), device intolerance ("inability to tolerate the device"), arthralgia ("generalized arthralgia") and mental disorder ("psychological issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy + bilateral salpingo-ophorectomy). At the time of the report, the dyspareunia, hypersensitivity, menstrual disorder, alopecia and weight increased had not resolved. The outcomes for pelvic pain, genital haemorrhage, abdominal discomfort, abdominal distension, device intolerance, arthralgia and mental disorder were unknown. The reporter considered abdominal discomfort, abdominal distension, alopecia, arthralgia, device intolerance, dyspareunia, genital haemorrhage, hypersensitivity, menstrual disorder, mental disorder, pelvic pain and weight increased to be related to essure administration. The reporter commented: symptoms began to develop shortly after the essure implantation. (B)(6) 2019: tissue sent/operation/site: left fallopian tube: fallopian tube with a coil 64x10x9mm. No lesion identified. 1 block rep. Right fallopian tube: fallopian tube with coil 71x10x6mm. No lesion identified. 1 block rep. Endo pouch of douglas: grey tissue 9x5x2nun. 1 block all embedded. Endo right pelvic side wall: grey tissue 9x5x2nun. 1 block all embedded. (B)(6) 2016 essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] on (B)(6) 2017: endometrium was 8 mm in thickness and the essure devices appeared appropriately placed with no evidence of hydrosalpinges. There was a small physiological cyst in the left adnexa but I was unable to locate her right ovary. [X-ray] on (B)(6) 2016: confirmed that the essure devices have blocked the fallopian tubes lot number: d46954, manufacturing date: 2015-01, and expiration date: 2018-01 concerning the injuries reported in this case, the following one/ones were described in patient's medical records: abdominal discomfort, dyspareunia, pelvic pain, abdominal distension, genital haemorrhage, alopecia. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 22-dec-2023: medical record received. New events inability to tolerate the device , psychological issues bloating and generalized arthralgia were added. Medical history , concomitant condition & reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a 40-year-old female patient who had essure (batch no. D46954) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and vaginal delivery. 10-may-2016: contrast has been instilled into the endometrial cavity via a balloon tipped catheter inflated within it. There are unremarkable appearances to endometrial cavity. Sterilisation devices are seen satisfactorily positioned and there is no evidence of tubal filling on either side. Conclusion: successful bilateral tubal occlusion. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), hypersensitivity ("allergy symptoms"), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("bleeding which would worsen depending on her menstrual cycle"), abdominal discomfort ("abdominal discomfort, excessive and prolonged"), abdominal distension ("excessive bloating despite dieting") and alopecia ("losing her hair") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal discomfort and abdominal distension outcome was unknown and the dyspareunia, hypersensitivity, menstrual disorder, alopecia and weight increased had not resolved. The reporter considered abdominal discomfort, abdominal distension, alopecia, dyspareunia, genital haemorrhage, hypersensitivity, menstrual disorder, pelvic pain and weight increased to be related to essure. The reporter commented: symptoms began to develop shortly after the essure implantation. (B)(6) 2019: tissue sent/operation/site: left fallopian tube: fallopian tube with a coil 64x10x9mm. No lesion identified. 1 block rep. Right fallopian tube: fallopian tube with coil 71x10x6mm. No lesion identified. 1 block rep. Endo pouch of douglas: grey tissue 9x5x2nun. 1 block all embedded. Endo right pelvic side wall: grey tissue 9x5x2nun. 1 block all embedded. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on 02-oct-2017: endometrium was 8 mm in thickness and the essure devices appeared appropriately placed with no evidence of hydrosalpinges. There was a small physiological cyst in the left adnexa but I was unable to locate her right ovary. X-ray: on (B)(6) 2016: confirmed that the essure devices have blocked the fallopian tubes. Lot number: d46954; manufacturing date: 2015-01; expiration date: 2018-01. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: abdominal discomfort, dyspareunia, pelvic pain, abdominal distension, genital haemorrhage, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: new reporter added; medical history and lab data provided. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a 40-year-old female patient who had essure (batch no. D46954) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), hypersensitivity ("allergy symptoms"), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("bleeding which would worsen depending on her menstrual cycle"), abdominal discomfort ("abdominal discomfort, excessive and prolonged"), abdominal distension ("excessive bloating despite dieting") and alopecia ("losing her hair") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal discomfort and abdominal distension outcome was unknown and the dyspareunia, hypersensitivity, menstrual disorder, alopecia and weight increased had not resolved. The reporter considered abdominal discomfort, abdominal distension, alopecia, dyspareunia, genital haemorrhage, hypersensitivity, menstrual disorder, pelvic pain and weight increased to be related to essure. The reporter commented: symptoms began to develop shortly after the essure implantation. Lot number: d46954, manufacturing date: 2015-01, expiration date: 2018-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: new events allergy symptoms, changes to menstrual cycle, localised pain, weight gain were added.the outcome of events dyspareunia, losing her hair was updated to not recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia') and genital haemorrhage ('bleeding which would worsen depending on her menstrual cycle') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal discomfort ("abdominal discomfort, excessive and prolonged"), abdominal distension ("excessive bloating despite dieting") and alopecia ("losing her hair"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dyspareunia, genital haemorrhage, abdominal discomfort, abdominal distension and alopecia outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, alopecia, dyspareunia and genital haemorrhage to be related to essure. The reporter commented: symptoms began to develop shortly after the essure implantation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.